Event description:
It was further reported that the patient underwent a prophylactic replacement. The suspect device has not been received to date.

Event description:
It was further reported that the suspect device had been discarded after surgery.

Event description:
It was reported that the patient's device was disabled and confirmed on the physician's programmer. However, the patient complained of pain at the neck lead site afterwards. The patient states the sensation of stimulation is so bad they were ready to pass out and they have no energy, but they did not indicate they had lost consciousness yet. The patient reportedly feels like they have been sick for the past 3 months. The patient was referred for surgery and the patient will reportedly tape a magnet over the battery until the patient can get to surgery. The physician has assessed the cause of the patient feeling like they were going to pass out as vns stimulation, and the patient's pain as possibly related to the presence of vns leads. The physician reports that the patient experiences the sensation of stimulation continuously despite the device being disabled. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.